Event description:
The customer reported that an 840 ventilator had a blank screen. There was no patient involvement. The covidien customer report engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and the breath delivery unit (bdu) cpu pcb. The unit passed extended self-testing.